Manufacturer narrative:
"Pursuant to title 21 - food and drugs, chapter I - food and drug administration department of health and human services, subchapter h -0 medical device, part 803 - medical device reporting, subpart a - general provisions, section 803.16, neither this report nor any information submitted herein constitutes an admission by caire inc. That the device stated in this report, caire inc., or caire inc.'s employees, caused or contributed to the reportable event stated herein." The unit has been returned to caire for an evaluation. The device in question met all manufacturers specifications and there were no issues identified, other than the bent fcv extension, which is a removeable part and could have been damaged during transit. The alleged incident reported could not be duplicated.

Manufacturer narrative:
The unit has been returned to caire for an evaluation. If any additional information is discovered, a follow up report will be submitted.

Event description:
On friday, (B)(6) 2020, the patient's relative was filling a portable device for medicinal liquid oxygen from the liquid 30l vessel. The patient's relative filled the portable, and it become stuck to the 30l vessel (most likely) due to heavy icing. The distributor stated that they assumed the devices were pulled off of each other with force. After that, the 30l vessel was spraying oxygen all over. The patient and relative handled the case by putting a towel and pouring hot water on the vessel. No injuries were reported. After the incident, the patient tried to fill the portable device again from the vessel, but it did not work.